Event description:
As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle is able to shuttle properly; however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, when using two 6f/7f mynxgrip vascular closure devices (vcd), the shuttle handle is able to shuttle properly; however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. Additional information was requested but was not provided. The devices will be returned for evaluation. Two non-sterile mynxgrip vascular closure 6f/7f device involved in the reported complaints were returned for product evaluation. Visual inspection of the second device received showed that the shuttle was engaged to the black handle with stopcock in the open position with a syringe attached to the device. Additionally, a non-cordis csi used during the procedure was returned inserted on the shuttle. The conditions of the received unit, where the advancer tube and sealant were observed distally displaced, led this investigation to infer that a deployment mechanism triggering was executed before the unit¿s arrival to cordis lab. A deployment mechanism functional analysis was partially executed by completing the removal of the sealant and advancer tube that were already deployed. Additionally, an inflation/deflation analysis was executed to determine if there was any problem with the balloon that could be related to the reported event. During the inflation/deflation analysis, no issue was observed on the balloon integrity. The reported events of ¿sealant-failure to deploy-advancer tube¿ were not confirmed through analysis of the returned devices since the sealants/advancer tubes were received deployed on the catheters and were no issues noted with the devices¿ deployment mechanisms, even though the received conditions indicated unsuccessful sealant deployments into the patient. The exact cause of the issues experienced by the customer could not be conclusively determined during product investigation. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the failure to deploy incidents reported since the devices passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issues experienced. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle) possibly contributed to the issue experienced during patient use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analyses, nor the information available for review suggest that the reported issues experienced could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle is able to shuttle properly; however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. Additional information was requested but was not provided. The devices will be returned for evaluation.